Manufacturer narrative:
(B)(4). The homechoice cassette was returned with the attached solution bags and analyzed. No abnormalities related to the cassette were noted during visual inspection. The cassette passed leak, clear passage, and clamp functional testing. The sample was also able to perform a short simulated therapy successfully. The reported issue was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in set) alarm. The patient was connected at the time of the alarm. This occurred during the dwell cycle of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.